Manufacturer narrative:
The reported events of failure to capture, failure to sense, and lead break were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
During an in clinic follow up, a loss of capture and loss of sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. Lead damage was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable.